Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular (rv) lead was noted with elevated and somewhat inconsistent thresholds. All other tests and measurements appeared as expected. Programming changes were made. The patient was stable and would be monitored.